Event description:
It was reported that thrombosis occurred. At the 45-day follow up, transesophageal echocardiogram (tee) revealed a trivial leak on the mitral side and a mobile thrombus on the face of the implant. The patient was started on apixaban. Three (3) months later a tee was performed revealing the thrombus was larger than it was at the previous tee. The patient was started on warfarin. Three (3) months later a tee was performed revealing the thrombus was larger than it was at the previous tee. The patient was started on lovenox. Three (3) months later a tee was performed revealing the thrombus was larger than it was at the previous tee. The patient was referred to a surgeon. The surgeon extracted the 27mm watchman flx left atrial appendage closure device and ligated the left atrial appendage. The patient experienced no adverse events such as cerebral vascular accidents as a result of the thrombus formation.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.